Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4). On (B)(4) 2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse found the sorter z position high at d-lane and test cups, lowered both positions and verified sorter pickup operation. For the tip attach errors, the fse verified tip pick up positions then notified the operator to re-inventory tips following any reboot by opening the rt cover. For the diluent suction error, the fse verified diluent port suction position and top position. The fse ran test cup transfer tests multiple tines. The system operated as intended. All errors cleared and the aia-900 instrument is operational. No further action is required by field service. The most probable cause for error 4153 c.trans-z home overrun was a sorter to defense lane adjustment.

Event description:
On (B)(6) 2017, a customer reported error 4153 c.trans-z home overrun on the aia-900 instrument. The customer stated the error occurred in the middle of the run. The customer rebooted the system and then conducted an all set home but the error persisted. The customer also rebooted the instrument, removed the cups from the sorter, then opened and closed the drawer. When the customer ran patient samples, error codes 2140 seal break failure and 2141 no cup from sorter appeared. The customer is unable to run patient samples on hba1c diabetes marker, progesterone (prog), follicle stimulation hormone (fsh), and estradiol (e2). On (B)(4) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c, prog, fsh, and e2. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.